Event description:
It was reported that when the doctor was inserting the lens, the last part of the implantation was very stiff. The last part was so rough that the doctor had to stitch the incision, causing a delay. Through follow up we learned that the injector seemed stiff but after removing the cartridge the injector was sliding smoothly. The lens remains implanted and the patient is fine. No additional information was received.

Manufacturer narrative:
Patient demographic information unknown/ not provided. Per regulation EU (B)(4) (general data protection regulation), patient identifiers were not collected or recorded and therefore are not available. Date of event: date unknown/ not provided. Implant date: unknown/ not provided. Explant date: n/a, lens remains implanted, therefor not explanted. Initial reporter telephone number: (B)(6). Initial reporter first/given name: not provided. Initial reporter last name: unknown/not provided. The intraocular lens (iol) has not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts have been made to obtain missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.